Event description:
On (B)(6) 2014 lay user/ patient contacted lifescan (lfs) and alleged their one touch verioiq meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2014 at 1 pm they obtained an inaccurate high result of ¿511 mg/dl¿ with the subject meter. The patient manages his diabetes with insulin (self-adjuster). The patient confirmed that he did not make any changes to his usual diabetes management regimen in response to the alleged product issue; however reported taking 12 units of novolog on (B)(6) 2014 at 1 pm. The patient denied that he developed symptoms as a result of the issue. Another device was not used at this time. The patient alleged between 3.45 and 4 pm the same morning he took a blood glucose reading of ¿115 mg/dl¿ with the subject meter and ¿67 mg/dl with his back up meters (ot verio and ultra mini). The patient claims he developed symptoms of ¿feels like completely drunk, confused, can't think properly, disoriented, shaky, stumbly¿ on (B)(6) 2014 at 3.30 pm. The patient reported self-treatment with glucose tablets/glucose gel and an increase in food and/or drink (ice cream) on (B)(6) 2014 between 3.45 and 4 pm. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the test strip were not open past their discard or expiry dates and the test strips were stored correctly. The cca was unable to walk through a retest as the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a severe low blood glucose excursion after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ (12/26/2014). The patient¿s test strips have been returned on 12/15/2014 and evaluated by lifescan product analysis on 12/15/2014 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (11/26/2014) device evaluation. The lay user/patient¿s products have been returned on 11/17/2014 and evaluated by lifescan product analysis on 11/19/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.